Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 6.6 inr on the coaguchek xs plus/pro system while a comparison lab returned as 3.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.